Manufacturer narrative:
H11: additional manufacturer narrative: updated: b5, b7, g3, g6, h2, h6: (component code, health effect clinical, device codes, type of investigation, investigation findings, investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to pvl. Therefore, a definitive root cause cannot be conclusively determined.

Event description:
It was learned through implant patient registry and investigation that a patient with a 27mm 11400m mitral valve was explanted after an implant duration of 22 days due to moderate pvl. The explanted valve was replaced with a 25mm 11400m valve. Per medical records, the patient presented with shortness of breath and pneumonia. Echo showed significant transprosthetic regurgitate/jet not well visualized, possibly pvl with density on leaflet. Concern for thrombus and patient was started on coumadin. The patient underwent redo mvr and avr with aortic root patch enlargement. Intraoperatively the previous 27mm mitral valve showed pvl at 6 and 9 oclock and was removed. Surgeon felt it was easier to replace the valve than attempt to repair the leak. A 25mm was then seated with pledgeted sutures, chordal sparing technique, and secured with cor-knots. The native av was replaced with a 23mm 11500a valve. Tee showed both valves well-seated and functioning well with no pvl. The patient was taken to the ICU in stable condition and discharged on pod #9. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry that a patient with a 27mm 11400m mitral valve was explanted after an implant duration of 22 days due to unknown reasons. The explanted valve was replaced with a 25mm 11400m valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.